Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox plus catheter revealed blood and contrast in the guide wire lumen, inflation lumen, and loosely-folded balloon as well as a longitudinal balloon rupture for a length of 2.3 cm, which is consistent with the reported use and balloon rupture during use. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessive applied pressure, lesion calcification or tortuosity or interaction with the anatomy and/or accessory devices. There were no reported issues during preparation for use. The returned product also had no scratches noted on the balloon and no other damage noted to the balloon catheter. The scanning electron microscope (sem) analysis revealed mechanical damage on the outer surface of the balloon near the longitudinal rupture and no evidence of the rupture being on a balloon fold crease. As the anatomy was reported to be calcified, interaction with the anatomy may have damaged or weakened the balloon material and led to the reported low balloon rupture during inflation. A review of the finished product lot history record revealed no nonconforming material records associated with this lot. The reported balloon rupture appears to be related to operational context and not a product quality deficiency. During manufacturing, all balloon dilatation catheters are 100% inspected for balloon damage and leak-tested. Additionally, a sampling of units is destructively tested to verify the rated burst pressure.

Event description:
It was reported that during a procedure of a calcified superficial femoral artery, the fox plus ruptured during inflation at 3 to 4 atmosphere (atm). A second 5.0 x 40 mm fox plus was used to complete the procedure. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.